Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1905240 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "during the induction of anesthesia it has been noticed that part of the anesthetic has pushed past the plunger upwards in the syringe. As a result, it can not be determined with certainty how much anesthetic was administered and how much was lost. A closer examination of the syringe and refilling with nacl showed that the plunger defect is and liquid is lost to the top. This has happened several times now."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "during the induction of anesthesia it has been noticed that part of the anesthetic has pushed past the plunger upwards in the syringe. As a result, it can not be determined with certainty how much anesthetic was administered and how much was lost. A closer examination of the syringe and refilling with nacl showed that the plunger defect is and liquid is lost to the top. This has happened several times now."